Event description:
In the customers words: "the kiwi was used during a c-section. After delivery a small white piece of plastic was found in abdominal cavity while closing the uterus. We were unsure of the origin of the plastic. After patient left the or we discovered that the piece came from the handle of the kiwi. I called the company to report incident. It was then that we found that there are two pieces that should have been retrieved. The silicone disc that is under the piece of plastic was not seen. The kiwi that was used was removed from the trash and was found to be missing both pieces."

Manufacturer narrative:
The complaint is not confirmed. No product evaluation could be performed because the device wasn't returned and no photos were provided by the customer. Per risk-0027 rev. 03, the complaint may be associated with the following potential failure mode: harm 2: delayed procedure with fetal distress. Severity: 4. Potential causes: inadequate device design, design requirements not met, inadequate design verification. Probability of occurrence: 1. Risk is considered "monitor". No root cause can be determined because the complaint was not confirmed.